Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a sphincterotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after a sphincterotomy was performed, the physician sited the ampulla opening using this device. The device was bowed fully and remained stuck in that position despite of attempts in unbowing the device. The dreamtome was removed in fully bowed position. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.